Event description:
It was reported by service report that the head left siderail will not stay locked in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result; damaged head left siderail timing link.